Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the pigtail. Customer loaded a new cartridge to address the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 579 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge leaking issue was verified, but the minimum fill notification issue could not be verified.